Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported via social media that the patient was experiencing discomfort with the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained.